Event description:
Pca machine with use of monoject syringes causing continous occlusion alarms. This case is one of numerous pca monoject syringe cases. When the syringe was tested, it was difficult to push the plunger to the point that it would require excessive force to drive the plunger down the barrel. The level of force was not achieved. Hospital facility's biomedical engineering and pharmacy identified monoject syringe defect. (B)(6) was notified and syringes were changed out to the bd syringes. No adverse effects to patient. Recurring event at this facility.